Event description:
The customer reported a diluent leak of approximately 10 cc's from the coulter lh 750 hematology analyzer. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) indicated that there was a diluent leak near the diff mixing chamber. The fse noted that the leak originated from a hole in the restrictor line that runs behind the mixing chamber and the restrictor line was replaced to resolve the leak. The fse also replaced the mixing chamber, waste tubing and sample line to flow cell as a preventive maintenace. Repairs were verified per established procedures and results met published specifications.

Manufacturer narrative:
(B)(4).